Event description:
It was reported that this device was deactivated after the patient received two inappropriate shocks due to oversensing of p and r waves. The device was initially implanted with one eligible sensing vector as the patient was subject to infections. A re-screen was performed but no sensing vectors passed screening. A system explant was planned. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was deactivated after the patient received two inappropriate shocks due to oversensing of p and r waves. The device was initially implanted with one eligible sensing vector as the patient was subject to infections. A re-screen was performed but no sensing vectors passed screening. The device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device was deactivated after the patient received two inappropriate shocks due to oversensing of p and r waves. The device was initially implanted with one eligible sensing vector as the patient was subject to infections. A re-screen was performed but no sensing vectors passed screening. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will be returned for analysis. Upon return and analysis completion this investigation will be updated.